Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The device was visually inspected and functionally tested. The visual inspection found the device in good physical condition. Functional testing identified that the force sensing resistor on pump two was inoperative. The cause of the f-38 alarm was determined to be the inoperative force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.